Event description:
Limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported out of an abundance of caution as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 12/sept /2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incarcerated recurrent ventral hernia¿ repair on (B)(6) 2020 and was implanted with strattice mesh device lot: sp200154-155. The patient then underwent an ¿exploratory laparotomy, lysis of adhesions, primary repair of recurrent ventral hernia over previously placed biologic mesh¿ on (B)(6) 2021. The ppf form also indicates the patient was implanted with a non-abbvie device, ¿surgisis¿ on (B)(6) 2019 and was ¿revised or removed¿ during on (B)(6) 2020 procedure when strattice was implanted. The patient claims the implantation of the strattice mesh has caused ¿recurrence, adhesions, mesh separation and tearing, pain and suffering.¿ no other information was provided. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice perforated on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot: sp200154 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.